Event description:
It was reported that noise was observed in the rv channel. As a result, patient received inappropriate shocks. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.